Event description:
During an event the subject device broke while being placed into the aneurysm. It was not a premature detachment, the main coil itself broke in half. The main coil fragment was partially inside the aneurysm and partially sticking out into the parent artery. Attempts to remove the fragment with a microvena snare and an in-time retrieval device were made, but without success. The procedure was ended and the fragment was left as it was, non-occlusive. The patient will be taking aspirin and plavix post procedure.